Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0twje, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
A healthcare professional of a movement disorders patient reported a shocking sensation that was considered sudden in nature on (B)(6) 2015. Following initial implant the patient had been doing fine and impedance was done on (B)(6) 2015 at 1.5v, 8-pw, 100hz and the results were c/0-731, c/1-687, c/2-781, c/3-805, 0/1-912, 0/2-1180, 0/3-1241, 1/2-1124 and 2/3-998 ohms. The patient turns stimulation off at night and turns it back on in the morning, when turning stimulation on in the morning he felt a mild jolting. The patient had been on his motorcycle prior and was feeling fine but when he had gotten home he turned his stimulation on and felt a shocking sensation on the right side. The patient's lead was implanted on the left ventral intermediate nucleus (vim) and was crossing over the back of the head to the right chest implantable neurostimulator (ins). The patient was programmed at c+2-, 2.9v, 60pw, 200hz. The patient was seen in the office on (B)(6) 2015. Therapy impedance was not checked but electrical impedance was tested at 1.5v, 80pw, 100hz. Electrode impedance results were run 3 different times with the following results: c/0 -1989, 1552, 1544 ohms; c/1-1193, 1017, 1017 ohms; c/2-1197, 998, 1003 ohms; c/3-2448, 1636, 1651 ohms; 0/1-2106, 1799, 1799 ohms; 0/2-2112, 1799, 1799 ohms; 0/3-3337, 2972, 2972 ohms; 1/2-37, 37, 36 ohms; 1/3-2060, 1764, 1780 ohms; 2/3-2060, 1764, 1764 ohms. Implant was not on. There was no trauma or injury or falls. A plain film x-ray was done and the lead/extension site had been pulled down towards the mastoid process. The patient was scheduled for an exploratory surgery on (B)(6) 2015. The patient had been sent home with stimulation off. Follow-up is being conducted to obtain information regarding the cause of the shocking and the outcome. If additional information is received a supplemental report will be submitted.